Event description:
A biomedical engineer reported that during the phaco portion of cataract removal, the system did not perform the phacoemulsification. The system was rebooted and functioned correctly, but later needed to be rebooted again. The case was completed. No harm was reported.

Manufacturer narrative:
A company service rep examined the system and performed preventative maintenance. It was found to meet all MFR's specs. The investigation, including root cause determination is in progress. (B)(4).